Event description:
(B)(6) ordered a rollator thru (B)(4) and is having an issue with the brakes on this rollator. She will call back with model and lot number. Advised she will have to go to dealer for replacement parts pro basic mtsibur mtsi0713ah003432.